Event description:
It was reported that the flex arm will not stay tightened down to bed rail attachment and can no longer be used during an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.